Manufacturer narrative:
This was previously reported as a malfunction, this supplement serves as a purpose to add the fsca number and fsca information. Corrected data: h9 - 1627487/06/02/2017/001-c added. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the ipg was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the device displayed the ¿cannot connect to generator¿ and it is unknown if the device depleted prematurely. Reportedly, patient underwent an unrelated surgical procedure but did not set the ipg into surgery mode. It¿s unclear if this contributed to the ipg becoming inoperable. The patient is not receiving therapy and will likely require surgical intervention to address the issue.